Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the audio bolus button was difficult to push and the button cover was damaged. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/05/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2014 with the following findings:visual inspection revealed that the battery compartment was cracked starting at the opening extending down to the division line. Additionally, evaluation revealed that the audio bolus button was difficult to push and the button cover was punctured. Unrelated to the complaint, evaluation revealed that the keypad was peeling under the ok button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was observed under any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).